Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient's nurse reported that the patient had a red rash on his back. The patient's cardiologist later reported that he would be consulting a dermatologist for treatment options of the rash. It is unknown exactly what medical treatment the patient received. The final medical outcome of the irritation is unknown.